Event description:
A malfunction was reported when a pump accidentally fell into water. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.